Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device follow up appointment is was noted that this right atrial (ra) lead exhibited noise in stored episodes. Provocative maneuvers were performed showing high out of range pacing lead impedance measurements greater than 3000 ohms. The physician elected to surgically abandoned the ra lead and implant a new ra lead from the right of the body. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.